Event description:
An olympus representative reported on behalf of the customer an abnormal image with use of video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. The malfunction was found during inspection of use for a therapeutic laparoscopic procedure. The patient was not under sedation; therefore, there was no delay. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the image to be green with stripes. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the image was green with stripes due to a faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.